Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer stated that he also had issues with his infusion sets and reservoirs. Customer did not save any of the parts, so he has nothing to return for analysis. Customer also reported that the down arrow button is intermittently unresponsive. Insulin pump will need to be replaced. No additional information provided.